Event description:
The report received indicated that a left dialysis shunt pta was being performed. Calcification was unknown. No vessel tortuosity and the rate of stenosis was 90%. Approach was made from the vein side. The target lesion was crossed with aqua silk guidewire and pre-dilated with 3x40 slalom thrill ((B)(4), lot unknown). The balloon catheter was changed to 5x40 slalom thrill (complaint product) and dilated the lesion without problem. The device was stuck with the gw during the removal. They were removed together from the patient as one unit and the device was managed to be removed from the gw at outside of the patient. It was attempted to be inserted in the patient once again but it would not. Therefore, another new product (different lot) was used instead and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. There will be product return. The wire was also returned for analysis. Upon receipt of the device leakage was noted between the outer shaft and the balloon shaft. There was no loss of access to the target lesion reported. When the device was being re-inserted in the patient, the insertion difficulty was not caused by a blockage of possibly injectable material. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and no problems were noted including no difficulty reported flushing the catheter prior to use.

Manufacturer narrative:
It was reported that after dilation of a left dialysis shunt without difficulty using the 5x40 slalom thrill, when attempting to remove the device it was stuck with the aqua silk guidewire (gw). The slalom thrill and gw were removed as a unit and the device was able to be removed from the gw after removal from the patient; however, the slalom could not be reinserted into the patient. The procedure was completed with another device without any other problems and with no adverse event. Analysis of the returned device found leakage between the outer shaft and the balloon shaft. Vessel calcification is not known, there was no vessel tortuosity and the rate of stenosis was 90%. Approach was made from the vein side. Prior to the event the target lesion was crossed with aqua silk guidewire and pre-dilated with 3x40 slalom thrill. The balloon catheter was changed to the 5x40 slalom thrill and dilated the lesion without problem. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and no problems were noted; no difficulty with flushing the catheter prior to use was reported. There was no evidence of any loose material blocking the lumen during attempted reinsertion. One non-sterile slalom thrill 5x4 40cm 3.7f was received coiled in a plastic bag, the balloon appears as if it was previously inflated. No other damages were noted. Leak test was performed and the water came out from the distal tip. The unit was introduced to a cordis 4f sheath introducer and was retrieved without any anomalies. Sem results showed that the inner body external surface exhibited a perforation. The balloon external surface exhibited no evidence of mechanical damage. The slalom thrill inner body was perforated just proximal to the proximal marker band which created a cross-talk and balloon inflation failure. It seems that the perforation occurred from the inside to the outside due to the observed conditions; however, this could not be conclusively determined. The inner body and the balloon did not present evidence of heat damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Body/shaft-leakage was found with analysis. The reported pta system withdrawal difficulty as well as the guide wire lumen/resistance/friction was not confirmed since functional testing with the returned unit was successfully performed. Inner body verification controls are in place to prevent devices with any internal or external damages from leaving the facility. Based on the reported information and analysis of the returned device no conclusion can be made regarding the cause of the reported event. However, with review of the analysis findings, it appears that interaction with the concomitant gw during the procedure likely contributed to the event and the guidewire lumen damage found on the returned device. Neither the DHR nor the product analysis suggest that the reported failures could be related to the manufacturing process, therefore no corrective action will be taken at this time.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt. Concomitant devices: aqua silk guidewire and pre-dilated with 3x40 slalom thrill ((B)(4), lot unknown).